Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm monopolar curved scissor (mcs) instrument was observed to have a broken conductor cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor (mcs) instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken wire was confirmed. It was unclear if it was a cauterization issue. A backup instrument was used.

Event description:
Refer to h11 for follow-up information.